Event description:
A sprinter legend rx ptca balloon dilatation catheter, length 15mm, diameter 2mm, was used to treat a lesion in a pt's lad. A 6f 3.75 ebu guide wire was used in the procedure. The target lesion was located distal to a previously implanted stent. The sprinter legend device was inserted into the pt. Attempts to reach the target lesion were unsuccessful as the device was unable to cross the previously implanted stent. The device was not inflated. It is reported that the device was removed from the pt's body "with the shaft full of blood". Another sprinter legend, length 15mm, diameter 2mm, was used to treat the lesion. The pt was reported to be fine post procedure and no clinical sequelae have been reported. The device was received by medtronic for evaluation. The hypotube of the returned device was kinked 15.5cm distal to the strain relief. The distal shaft was kinked approx 2cm proximal to the balloon bond. The distal tip was damaged, which indicates that resistance was most likely experienced during the failed attempts to deliver the device. The balloon folds at the proximal end of the balloon were partially opened. Dried blood was evident in the proximal end of the balloon and within the distal inflation lumen indicating the presence of a leak. Visual inspection confirmed the presence of damage on the distal balloon material, under a balloon fold, immediately over the location of the distal side of the distal inner shaft marker band. The hole was crescent shaped with bunching of material evident on the proximal side of the hole. It appears most likely that the tip and the balloon material were damaged during the failed attempts to deliver the device through the previously deployed stent.

Manufacturer narrative:
(B)(4): evaluation results: (target lesion distal to previously implanted stent); (previously implanted stent).